Manufacturer narrative:
The device was returned as part of the asset return process, finding that the plug unit, connecting tube has discoloration; bending angle on the up direction and the play of upward/downward angulation control knob did not meet the standard value due to wear of the angle wire; bending section cover, scope connector cover, suction connector, universal cord, protector of the universal cord on the suction connector side, grip, scope cover, switch box, forceps elevator cover, upward/downward angulation control knob, right/left knob and control unit have a scratch; adhesive on the bending section cover has chipped; suction cylinder is shaved and the paint was peeled; paint on air water cylinder was peeled and the angle wire was stretched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the olympus asset evis exera lll gastrointestinal videoscope had discoloration on scope connector part. Upon inspection and testing of the returned device, it was observed that light guide lens has foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided additional details on the foreign material survey as follows: the scope was cleaned, disinfected, and sterilized prior to sending the device for repair. The end user did not pre-soak the endoscope in the detergent solution. The device was wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-190 series operation edition. Instruction manual gif/cf/pcf-190 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.